Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element japan pmss clinical study. It was reported that patient had chest pain. In (B)(6) 2010, the patient presented with acute myocardial infarction. Two days later, the patient underwent cardiac catheterization. The 90% restenosed type c, eccentric with 25 mm long and 3.5 mm vessel diameter was located in a diffuse lesion with more than 2cm in length non-tortuous and non-calcified proximal left anterior descending artery. The lesion was noted to have a significant bend <= 45 degrees. Target lesion was pre-dilated then a 3.50x28mm promus element drug-eluting stent was implanted in the lesion at 18 atmospheres. Following post dilatation was a 0% residual stenosis with timi iii flow. Ten days later, the patient was discharged. In (B)(6) 2013, patient experienced chest pain and underwent percutaneous coronary intervention. On the next day, the adverse event was disappeared.